Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) and tool implant removal scr type imp (irt) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the hex of a mount and removal tool inside of implant. Device history record (DHR) review was completed for the subject lot number (1242120). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1242120) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported that the mount fractured inside the implant and was removed. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.